Manufacturer narrative:
Exact date unknown, event occurred some time in 2019. Explant date: 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 19196953.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.